Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and observed that the display had a green screen with blue screen flashes. To fix the issue, the fse replaced the display assembly. The iabp unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an intermittent monitor related issue. The unit had a green screen and data scrambled, jumping all over the screen. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.